Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected high out of range pacing impedance measurements on the right ventricular (rv) lead. The patient was seen in the clinic and maneuvers did not produce any noise. During the clinic visit, all measurements were appropriate. A chest x-ray was performed, but did not reveal any anomalies. The patient will continue to be followed appropriately. This patient was not pacemaker dependent. No adverse patient effects were reported.